Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that unknown bd cathena. The following information was provided by the initial reporter: it was reported that clinician and/or any patients have encountered connection and sticking issues with bd cathena¿ safety IV catheter with bd multiguard¿ . Verbatim: clinician experienced: they are harder to connect and become disconnected from the pigtail at times. The pig tails are very rigid and difficult to use. They seem like overkill. They also are much more difficult to stick to the patient. Please see attached excel sheet for additional information.